Event description:
It was reported that during a da vinci colectomy surgical procedure, the endowrist one vessel sealer instrument was not cutting tissue. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's blades were dislodged. Visual inspection showed no damage to the conductor wire. The housing was warped and the cord was deformed. Due to the warping of the housing, it was not possible to place the instrument on an in-house da vinci system to test for cut. Failure analysis concluded that the customer may have autoclaved the instrument which caused the housing to be warped. Failure analysis investigation also found the following additional damages: the instrument's snake wrist was dislodged, however; there were no broken cables. The instrument's housing had thermal damage. In addition, the instrument's control box (icb) cable had insulation damage. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.